Event description:
The customer reported to olympus the visera elite video system center¿s white balance was not working and had an error message that would not clear. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of white balance error was unable to be reproduced. Upon initial inspection, a broken video connector pin was found, causing no image to the scope. The housing was bent and scratches were found on the top cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken video connector pin could not be identified. Olympus will continue to monitor field performance for this device.